Event description:
It was reported that damage of the trocar needle was found when the package was opened. Per additional information received from the ibc via email on 01mar19, part of the trocar was broken.

Manufacturer narrative:
The reported event was confirmed, a root cause could not be determined. The inspector received a silicone flat drain with a trocar. No packaging was included. The trocar appeared to have been ripped from the drain as a portion of the drain was stuck to the trocar. The ripped portion had a jagged tear. Per internal standards "no cuts or tears are allowed on the surface of the drains." The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir suction must be maintained in order for the system to function properly. Verify that the system is functioning properly. If the system is not maintained properly, surgical complications, including hematomas, may result. In the event of occlusion of the drain, all wound drainage via the drain ceases. Careful attention to the drain will minimize the possibility of this problem. If occlusion does occur, the drain can be aspirated by connecting suction to the reservoir outlet or temporarily disconnecting the drain from the reservoir and applying suction directly to the drain. If an air-tight seal between the drain and the skin where the drain emerges is not achieved, the air leak must be rectified or the system must be converted to open drainage. An airtight seal between all system components (drain, adaptor and reservoir) is necessary for proper system function. Leaving the soft silicone elastomer drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may effect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. Evacuators should be used in cardio-thoracic surgery only after the lung is fully expanded and all air leaks have sealed. Drain perforations or channels must lie within the wound or cavity to be drained, otherwise inadequate drainage may result. To avoid the possibility of drain damage or breakage: · avoid suturing through drains. · drains should lie flat and in line with the skin exit areas. · particular care should be taken to avoid any obstacles to the drain exit path. · drains should be checked for free motion during closure to minimize the possibility of breakage. · drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. · surgical removal may be necessary if drain is difficult to remove or breaks."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that damage of the trocar needle was found when the package was opened. Per additional information received from the ibc via email on 01mar19, part of the trocar was broken.